Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. A technical service representative connected a test video baton to the returned video monitor and verified the static green lines. The technical service representative isolated the issue to the lcd wire harness connector. The technical service representative placed kapton tape over the exposed wire harness connector and the static green lines were no longer visible. The video monitor was allowed to fully charge and was tested to specifications. The video monitor passed all test and was returned to the customer. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, there were static green lines displayed on the video monitor. The customer provided videos of the static green lines, no image was visible only static green lines. The customer stated that the static green lines occurred with batons or reusable blades. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.